Event description:
It was reported that when the intra-aortic balloon (iab) was in use the staff was getting frequent possible helium loss 2 alarms and a couple of unable to refill alarms. The patient is ventilated, sedated and they have not moved the patient because he is unstable. The patient is in a sinus rhythm. The alarm history documents the frequent helium loss 2 alarms and the alarm strip shows a slight drop in the baseline. There is no blood noted in the gas tubing, no kink noted, and the patient is lying flat in bed and not moving. The patient is unstable, so an internal leak test was not performed. As a result, the clinical support specialist (css) recommended that the iab be changed because there is most likely a small hole in the balloon. A follow-up call was made by the css to find out what the status of the patient. The staff are planning to remove the balloon at the bedside and insert another iab. The intra-aortic balloon pump (iabp) continues to give them frequent helium loss 2 alarms. Still no blood in the gas tubing. There is no report of patient injury or consequence.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab helium loss alarm is confirmed based on the customer pictures provided with the complaint report. The returned sample was investigated with no leaks detected. During pump testing, no alarms were noted. It is possible that an external leak could cause or contribute to a helium loss alarm. The root cause of the helium loss alarm is undetermined, but a potential cause is an external leak from a driveline connection. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. A corrective and preventive action has been initiated to further investigate the root cause.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the intra-aortic balloon (iab) was in use the staff was getting frequent possible helium loss 2 alarms and a couple of unable to refill alarms. The patient is ventilated, sedated and they have not moved the patient because he is unstable. The patient is in a sinus rhythm. The alarm history documents the frequent helium loss 2 alarms and the alarm strip shows a slight drop in the baseline. There is no blood noted in the gas tubing, no kink noted, and the patient is lying flat in bed and not moving. The patient is unstable, so an internal leak test was not performed. As a result, the clinical support specialist (css) recommended that the iab be changed because there is most likely a small hole in the balloon. A follow-up call was made by the css to find out what the status of the patient. The staff are planning to remove the balloon at the bedside and insert another iab. The intra-aortic balloon pump (iabp) continues to give them frequent helium loss 2 alarms. Still no blood in the gas tubing. There is no report of patient injury or consequence.